Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced surgical wound site infection four days after ins implant. Interventions included medical intervention, medication administration, and antibiotic administration (oxacillin and gentamicina). The event resulted in in-patient or prolonged hospitalization. The etiology was causally related to the right ins after implant. Diagnostic methods were not collected. The outcome was recovering/resolving at the time of this report. No further complications were reported.

Manufacturer narrative:
Implant date included. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the infection resolved/patient recovered on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was implanted for parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the hospitalization end date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Serial number of device updated along with corresponding device information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the infection resolved/patient recovered on (B)(6) 2018.